Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-52 lead implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient presented in the operating room for a system upgrade. The physician had difficulties removing an old abandoned right ventricular (rv) lead. Prior to today¿s procedure, this lead was cut and had dislodged with migrating into the superior vena cava (svc). The physician was unsuccessful in extracting the lead and scheduled an additional attempt on a later date. The lead remains implanted at this time and the system upgrade was not completed. No patient complications have been reported as a result of this event.